Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Age of device: 2 years, 4 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a total knee replacement on (B)(6) 2017 and had some surgical blood loss. On (B)(6) 2017, the patient's hemoglobin dropped to 8.1 g/dl. The patient was treated with 2 units of packed red blood cells and hemoglobin increased back up to 9.2 g/dl on (B)(6) 2017. The anemia was thought to be acute anemia from surgical blood loss accompanied by chronic anemia. Patient had a combination chronic kidney disease (ckd) and iron deficiency. During the hospital admission, it was reported that a fecal occult blood study tested positive, but it was not believed that the anemia could be attributed to this. No other diagnostics were performed.

Manufacturer narrative:
Sections expiration date: additional information: manufacturer's investigation summary: the pump remains in use supporting the patient. A direct correlation between the device and the reported bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.